Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of area not clean before starting pd (peritoneal dialysis) and peritonitis coincident with peritoneal dialysis (pd) therapy. During a call with baxter india technical services (bts), the following was reported. On an unreported date, the patient did not clean the area before starting the pd therapy which caused peritonitis on (B)(6) 2012. The patient was not hospitalized for the event. The patient was treated with vancotroy injection (2 gm, stat, and repeated every 7 days) and fortum injection (1 gm/day for 14 days) ip. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of peritonitis or the event of area not clean before starting pd therapy. The patient was re-trained on aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of a use error-breach in aseptic technique was confirmed because it was reported that there was a breach in aseptic technique. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined.